Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and found it to function within manufacturer's specifications. The logs were downloaded and evaluated by engineering. A review of the logs did not indicate an equipment malfunction. Various alarms were noted in the logs, including etco2 high, etco2 low, apnea, low expir mv, tv not achieved, patient circuit leak. Fico2 high and check flow sensor alarms. A cause for the alarms could not be determined. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, following induction, difficulty was encountered in starting mechanical ventilation. The patient reportedly experienced hypotension, desaturation, and bradycardia. The anesthesia machine was replace, and the case was continued with no further reported complaint. There was no reported patient injury.